Event description:
It was reported that the remote monitor and implanted device showed a frequent polling pattern. The device was explanted and replaced due to battery depletion. The monitor was returned. No patient complications have been reported as a result of this event.

Event description:
It was reported the device reached recommended replacement time (rrt) within four years and the battery depleted very rapidly. Also the remote monitor and device shows frequent polling pattern. The device was explanted and replaced. The monitor was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d314trg implantable cardioverter defibrillator implant date: (B)(6) 2011.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was liquid ingress on the printed circuit board (pcb). The corrosion caused the unit to not be able to power up.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion.